Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one patient orders were greyed out. The technical support specialist (tss) dialed into the server to check patient information and tss found that the patient had two different visit ids: one marked as discharged and the other as admitted. The tss advised the customer to coordinate with the adt team to delete the discharged entry. Then, the tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient orders was greyed out. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.